Event description:
Healthcare professional reported "capsular contracture baker grade iii". This record is for the right side. Device remains implanted.

Event description:
Healthcare professional reported "capsular contracture baker grade iii". This record is for the right side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported "capsular contracture baker grade iii". This record is for the right side. Device was explanted.

Event description:
Healthcare professional reported "capsular contracture baker grade iii". This record is for the right side. Device was explanted.

Manufacturer narrative:
Laboratory analysis summary the device related to the reported events capsular contracture as received on november 22, 2024, lot number 3676410. Based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the device. As per the investigation procedure, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "capsular contracture baker grade iii". This record is for the right side. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture baker grade iii.